Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Functional testing was not possibly due to the aforementioned damage; however, skived material was visible at the location of the cut. The dilator tubing was cut lengthwise and skived material was noted along the inner wall of the dilator, consistent with the reported needle insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the needle insertion difficulty and subsequent skiving remains unknown.

Event description:
Related manufacturer report numbers: 3008452825-2021-00120, 3008452825-2021-00119, 3005334138-2021-00136, 3005334138-2021-00135 during an occluder procedure, after the sheath had been flushed with saline and inserted into the right atrium, the needle was unable to pass through the sheath. The needle was exchanged, but the same issue occurred. A new sheath was inserted, but the problem persisted. Another sheath was used to attempt transseptal puncture, but the needle was still unable to be inserted through the sheath. Both needles were discarded and the procedure was aborted due to this event. There were no adverse patient consequences.